Event description:
It was reported that a balloon rupture occurred. The 70% stenosed target lesion was located in the mildly tortuous and mildly calcified radial-cephalic anastomosis. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon burst upon first inflation at 8 atm. The device was removed and the procedure was completed with another of the same device. No complications were reported and patient was stable post procedure.